Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used in the esophagus, during an esophageal varices banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first two bands deployed successfully however; the third band failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used in the esophagus, during an esophageal varices banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first two bands deployed successfully however; the third band failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that four bands (3 blue, 1 white) remained on the ligator head in the proper position. Additionally, the tripwire was found to be cinched in the handle slot, but loosely wound around the handle assembly and several kinks were present along its length. The teeth on the ligator head presented without damage. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found the tripwire to be cinched in the handle slot, but loosely wound around the handle assembly post as if it was never tightened properly. Failure to tighten could potentially create slack in the tripwire and negatively impact the band deployment activities. The bands failure to deploy was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.